Event description:
Patient with heartware left ventricular assist device (lvad) therapy for 18 months presents with staphylococcus aureus (sa) driveline infection, (B)(6) implantable cardiac defibrillator (ICD) pocket infection and (B)(6) bacteremia. ICD generator exchange was required, IV antibiotics started. Bactermia cleared. Patient was discharged with community-based parenteral anti-infective therapy (copat), followed by chronic suppressive oral antibiotics.